Event description:
It was reported by the customer's partner that the cause of death was congestive heart failure. The paramedics were contacted. The customer passed away in the emergency room. The customer had long term health problems; in addition he had beginning kidney failure. The customer was wearing the insulin pump at the time of death. Customer's partner stated that the customer was having seizures and his diabetes was the least of his issues. The blood glucose was unknown at the time of death. Nothing further reported.

Event description:
It was reported that the customer had passed away. The information came through an e-mail response to an outreach program survey. A follow-up call will be attempted in order to obtain further information. The insulin pump information used in this report is the information for the last known insulin pump issued to the customer. No further information is available at this time.

Manufacturer narrative:
The date of death provided with the initial report was incorrect. The correct date of death has been provided with this report. This information was not provided in the initial report. This additional information provided has been added to this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.